Manufacturer narrative:
A ge rep evaluated the system and replaced the mother board and the right monitor. System operates as intended.

Event description:
Customer reported the right monitor is not powering up. No pt injury was reported.